Event description:
It was reported that during implant of the right ventricular lead, low sensing was observed in the unipolar configuration. The lead was not implanted. A replacement lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the lead found normal characteristics.